Manufacturer narrative:
The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, prior to patient use the thermogard xp ivtm console (B)(4) would not pump. According to the reporter, the attending health care team waited for a period of time as the console performed a self-test; however, with no success. Ultimately, the team cancelled the use of the primary console and a secondary thermogard xp ivtm console was used to begin and complete patient's temperature management therapy. The patient currently is in stable condition. At a later time, the reporter re-evaluated the console and found the cause of the issue was due to a loose screw in the middle of the pump. There is no known patient impact or consequence to patient reported.